Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Critical random access memory parity error was recorded on (B)(6) 2013. Parity error is considered low severity and the device should be able to recover after reset. Concomitant: 5086mri (x's 2) implantable pacing leads (B)(6) 2011. (B)(4).